Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).the device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 11th december 2009. The data obtained from the device showed evidence that the device was switching itself on automatically for 10 minute durations between 5th june 2017 and 19th june 2017. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to membrane failure, the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
This trackwise record was opened in order to submit a missing initial medwatch report, per FDA guidance (see communication log: attachment 1 ¿ memo missing initial medwatch reports). No investigation will be performed in trackwise, as the investigation was completed previously when first received by heartsine, prior to the implementation of trackwise.

Event description:
Device observed switching on automatically. No patient involvement.